Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was hospitalized for this peritonitis event. The cause of the peritonitis is unknown and the patient had not recovered.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was diagnosed with end stage liver cancer. The home patient passed away on (B)(6) 2013. Per the patient's spouse, the causes of death was due to end stage liver cancer, list of (unspecified) other problems and peritonitis. It was not reported if an autopsy was performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient¿s episode of peritonitis was caused by an infection related to their catheter. The peritonitis manifested as abdominal pain and the patient was treated with vancomycin (intraperitoneally and orally, dose and frequency not reported) and ceftazidime (ip). The patient was discharged from the hospital and eventually recovered from the peritonitis. The cause of death was reported to be end stage hepatocellular carcinoma and was not related to the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd893891 and gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).